Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. A correlation between the device and the reported event could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that labs drawn on (B)(6) 2016 showed that the patient's plasma free hemoglobin and lactate dehydrogenase levels were slightly elevated up to 12.1 mg/dl and 485 u/l respectively. The values were determined to be clinically significant and the patient was admitted on (B)(6) 2016. The patient was started on amiodarone and diuretic medication. The patient had been on warfarin and was started on prophylactic lovenox. It was reported that the patient was discharged on (B)(6) 2016 and is clinically stable. No further information was provided.